Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s wife reported that the user accidentally announced two breakfast meals, causing a low blood glucose (bg) event. The agent explained that the ilet would automatically suspend insulin delivery during a low. The wife treated the low bg with orange juice, carbohydrates, and glucose tablets. The lowest blood glucose (bg) recorded was 50 mg/dl. Bg was corrected. No symptoms were experienced by the user, and no medical intervention was reported at the time of call.